Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostyle device after a transarterial chemoembolization interventional procedure with a 6f sheath. Reportedly, the suture broke due to a jerky motion when the rail end was pulled. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 1562 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the returned device analysis noted the suture was not separated as initially reported; however, a cuff miss was observed. Follow-up with the account confirmed that the device was only reported as a cuff miss. No additional information was provided.